Event description:
A customer reported a system message displayed when the system was booted up. A second system was used to complete the case. Additional information was received from a scrub technician indicating the reported event occurred during surgery but there was no harm to the patient. She also confirmed that the case was completed with a different system.

Manufacturer narrative:
The company representative examined the system, verified the customer reported event of "registry error" at boot-up, replaced the host module, and reloaded software 2.05. The system was then tested and met all product specifications. The host module is returning for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).